Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges there is insulin in the cartridge compartment after drying the compartment out from insulin spilled during a cartridge change. No adverse event reported. Requested return of the alleged device for evaluation.